Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc meter not powering on with button press or test strip insertion. During the course of troubleshooting, it was identified the batteries in the meter had not been changed. Customer experienced shortness of breath and had contact with an hcp who treated her with glucose via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Extended investigation involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section corrected to reflect 'device evaluation' as selection was omitted from the initial report in error. Section device evaluated by manufacturer selected as 'yes' as 'no' was incorrectly selected on the initial report. Section method, results, and conclusion code added as codes were omitted from the initial report in error. Section added investigation results.

Event description:
Customer's caregiver reported the customer was unable to test due to the adc meter not powering on with button press or test strip insertion. During the course of troubleshooting, it was identified the batteries in the meter had not been changed. Customer experienced shortness of breath and had contact with an hcp who treated her with glucose via intravenous infusion. There was no report of death or permanent impairment associated with this event.